Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 606 mg/dl. The customer's blood glucose was 325 mg/dl at the time of incident and current blood glucose was 224 mg/dl. The customer did experience the symptoms such as difficulty in breathing. The customer was treated with intravenous fluid. Customer was performed displacement test and the test was passed. Customer declined to perform the high pressure test. Customer did allege insulin pump was under delivering. Customer was not sure for using the auto mode feature. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.